Event description:
Wheel fell of bipolar instrument during procedure; 8 lives on instrument remaining prior to inserting instrument into robotic arms. Sent to spd to be cleaned and returned to davinci. FDA safety report ID # (B)(4).